Event description:
The customer reported that the system would not boot up. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The image processor board was reseated during the service call. The system was tested, found to be working as intended and returned to service.